Event description:
It was reported that, "this was a brand new item. It was damaged during surgery while threading the screw. When screwdriver was pulled out, it was noticed that the tip was bent and damaged."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.